Manufacturer narrative:
Additional information. Manufacturer's investigation conclusion: the report of low flow events can be confirmed based on the submitted log files. The 1st system controller log file contained approximately 7 days of data, spanning from to 03jul2019 08:29:11 to 10jul2019 09:23:54, which captured numerous low flow events where the calculated average flow was captured at 2.4 lpm or lower. Per design, when the flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Several of the low flow events lasted 10 seconds and low flow alarms were triggered. Besides these events, the device appeared to be operating as expected at the set speeds of 5600 rpms until 09jul2019 20:14:16 when the driveline was disconnected from the controller. The controller periodic log file appeared to capture the pump operating as intended. Approximately 10 days later, a second set of log files were submitted to and reviewed by technical services. The system controller log file contained approximately 2 days of data, spanning from to 17jul2019 14:01:52 to 19jul2019 15:56:13, which also captured several low flow events where the calculated average flow was captured at 2.4 lpm. 2 of the low flow events lasted 10 seconds and low flow alarms were triggered. Besides these events, the device appeared to be operating as expected at the set speeds of 5600 rpms. A specific cause for the low flow events cannot be conclusively determined. The controller periodic and lvad event and periodic log files appeared to capture the pump operating as intended. Multiple requests for additional information were sent to the customer. The patient remains ongoing on vad support. No product available for investigation. The heartmate 3 lvas IFU describes the pump flow display and the hazard alarms. This document states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm. The heartmate 3 lvas patient handbook describes the actions to take in the event of a low flow alarm. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device 19 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the log file captured low flow events over the range from (B)(6) 2019. Low flow events were also observed on (B)(6) 2019. The low flow events appeared to be physiological in nature and could be caused by hypertension or hypovolemia. The driveline was disconnected on (B)(6) 2019 resulting in a pump stop. There were no other unusual events found in the log files. No additional information was provided.